Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. A DHR review is not applicable in this case because the component is not evaluated or tested in any way during the manufacturing process at smiths medical and the device manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.

Event description:
It was reported that during the use of the product, its connection part got spontaneously detached. No patient injury.